Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was noted that there was blood on the proximal conductor and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant products: d314trg biv ICD, implanted: (B)(6) 2012. A 7122 st jude lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to early battery depletion. The device was explanted and replaced. It was also reported that the right atrial (ra) lead had high thresholds and upon fluoroscopic examination, the ra lead appeared to have lost all slack. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.